Event description:
"Kyphotic case, placed 5.5 poly screws at the lumbar level (bottom of contruct) and on a follow up visit with x-ray it is evident that the blockers for the bottom screws have backed out. No revision is planned at this time."